Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient was re-implanted.

Event description:
It was reported that the patient underwent generator explant due to infection. It was reported that the patient had been rough housing with her brother which caused the incision to open and become infected. Reimplant is planned, but has not occurred to date.